Manufacturer narrative:
Correction: g3 - the reportable awareness date of the previous report should have been 20 mar 2025.

Manufacturer narrative:
The reported event of connection problem and break were not confirmed. Final analysis found the outer helix was stretched out of specification which is consistent with having occurred during procedure. Inner diameter of tether buttonhole was measured and was found to be within specification. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies.

Event description:
It was reported that prior to the implant, the novel leadless pacemaker (lp) exhibited issues loading onto the catheter and upon connection, the device displayed insufficient docking which caused it to fall from the device. It was discovered that the docking button interface had been damaged. The procedure was completed using an alternate lp on (B)(6) 2025. There was no patient involvement.

Manufacturer narrative:
Correction: h6 - removed "break" medical device code from previous report as information received there were no allegations of damage to the aveir leadless pacemaker (lp).